Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. The baseplate, tray and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.